Event description:
The customer reported faint cell button image on cell 2 during a run on tango optimo. A field service engineer was dispatched to check the instrument. An image was the reported problem clearly showed an insufficient amount of red cells inside the affected cavity, that led to a false positive image interpretation. Our field service identified an obstructed tubing of the washer module to be causative for this event. The affected washer module was replaced.

Manufacturer narrative:
This is our combined initial and final report on this incident.